Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): helix/lobe distorted/bent, with blood on the helix; the helix was bent slightly to one side and compressed, indicating that the helix was over-retracted; full lead returned and analyzed.

Event description:
It was reported that the lead was implanted and two days later, it was explanted. Helix deployment was not working. Another lead was used. There were no patient complications reported as a result of this event.